Manufacturer narrative:
(B)(4). Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative, as there is no specific model listed. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿coronary artery injury due to catheter ablation in adults. Presentations and outcomes.¿ circulation. 2009;120:1465-1473. Doi: 10.1161/circulationaha.109.870790.

Event description:
The literature publication reported the following patient complications while using a cryocatheter: there was one (1) patient who had ventricular tachycardia (vt) which was not terminated by cryoablation. The patient underwent an angiography which showed stenosis near the site of the ablation. The procedure was terminated. The patient remained symptom-free. One week post-procedure, during exercise testing, "imaging showed a small fixed defect at the posterobasal left ventricle, consistent with the low-voltage region observed on electroanatomic mapping, with some peri-infarct ischemia." The patient¿s medication was adjusted. The patient then developed atrioventricular nodal reentry, (which the patient had been treated for previously with one of the medications that was currently discontinued). Ablation resolved this; however, vt was ¿still inducible¿ at the end of the procedure. The patient did not have ¿spontaneous vt¿ and/or angina over a period of 21 months of follow up. The status/location of the ablation catheter is unknown. No further patient complications have been reported as a result of this event.